Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. Pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 108 mg/dl at the time of the incident. The customer stated that the reservoir threading broke off from the pump. The customer stated that they took the pump out of their pocket and it came off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.